Event description:
It was reported that pump battery depleted faster than acceptable product specification. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding any actions taken or event outcome.